Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported two vitrectomy probes did not cut, aspiration was functioning, during a vitrectomy procedure. The probes were replaced and procedure was completed. There was no harm to the patient.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of no cutting performed with two probes; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two opened probes were received. Sample #1 was visually inspected and found to be non-conforming with the needle slightly bent. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Sample #2 was visually inspected and found to be non-conforming with the needle bent and slight discoloration on the port face. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. Sample #2 was then disassembled and the components inspected. Wear on the inner cutter could not be determined due to non-removable foreign material covering the wear area. The inner cutter was observed to be bent. Damage to the cutting edge of the cutter was observed. Gouge marks were observed at the cutting edge and multiple other locations along the cutter. Orange/brown foreign material was observed on the cutter, near the tip. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. Sample #1 was found to be functionally conforming. The complaint evaluation confirmed that sample #2 had a cut failure, and also had an actuation failure. The most likely cause for the cut failure is the observed damage to the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. The most likely cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site <including use during surgery. No specific action with regard to this complaint was taken by the manufacturing site because sample #1 was functionally conforming and the exact root cause for the cut failure and the bent needle and bent inner cutter in sample #2 was not determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4) .